Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the hospital. Reportedly, the customer "passed out" and believed that a drop in blood pressure may have caused the event. Customer reported that their bg level was in the 70-80 (mg/dl) range, and reported that their bg was not low enough for them to "pass out". Customer was still in the hospital at the time of the call. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.